Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device for an alleged cosmetic damage located at the back/battery side, possible under delivery, visit to emergency room and was hospitalized for high bgs found on october 05, 2022. The device was received with a cracked battery tube threads and a cracked case behind the device near the battery tube compartment. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of october 05, 2022, there was no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotal of bolus insulin delivered = 45.475 u. October 05, 2022 01:13:22.000 normal bolus delivered normal bolus amount programmed = 1.975 bolus amount delivered = 1.975 october 05, 2022 04:06:48.000 normal bolus delivered normal bolus amount programmed = 5.75 bolus amount delivered = 5.75 october 05, 2022 04:10:24.000 normal bolus delivered normal bolus amount programmed = 3 bolus amount delivered = 3 october 05, 2022 09:14:10.000 normal bolus delivered normal bolus amount programmed = 10.375 bolus amount delivered = 10.375 october 05, 2022 12:31:04.000 normal bolus delivered normal bolus amount programmed = 10.925 bolus amount delivered = 10.925 october 05, 2022 15:20:30.000 normal bolus delivered normal bolus amount programmed = 3.2 bolus amount delivered = 3.2 october 05, 2022 19:11:46.000 normal bolus delivered normal bolus amount programmed = 6.825 bolus amount delivered = 6.825 october 05, 2022 22:30:06.000 normal bolus delivered normal bolus amount programmed = 3.425 bolus amount delivered = 3.425 the device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back/battery side of the device. The device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported a high blood glucose after the pump was dropped. There was a crack in the back on the battery side. Customer said there was no damage to the retainer ring. Customer reported going to the emergency room on (B)(6) 2022 at 16:00 for high blood glucose of 500mg/dl and ketones of 3. Customer was confused and weak. Allegation was under delivery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to health effect impact code has been updated and provided in h6 section of this report.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, customer was hospitalized with hyperglycemia. Customer's blood glucose value at the time of the incident was 500 mg/dl. Symptoms of confusion and weakness related to high blood glucose was reported. Customer treated the high blood glucose event with insulin pump and hospitalization. Customer also stated that, insulin pump was dropped and had a crack on battery side. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was not active at the time of event. Customer tested positive for ketones. No further patient complications were reported. The insulin pump will be returned for analysis.